Manufacturer narrative:
Siemens has completed an investigation of the event. The system shut down was caused by an error of the phs (patient handling system - patient table) regarding table initiation and incorrect speed of the tabletop. The error was corrected by a siemens service engineer onsite. After the correction, the system is operating according to specifications. The footrest used is designed for a maximum load of 500n (500 newtons; converts to approximately 112 lbs.). The patient weight is way above the load limit, which caused the footrest to break. As a result, the patient scratched his back along the edge of the footrest mounting. The patient was evaluated in the emergency room and according to information provided, no further intervention was needed. Additionally, siemens is not aware of any further negative health consequences to the patient. In case of emergency or system shut down, the patient table should be moved out by using the emergency release according to the system instructions for use. (Print no. Hc-c2-029.621.07.01.02, page 291, chapter 4.4.4). In this case, the patient himself decided to climb out of the system without waiting for medical staff to safely remove the patient from the gantry.

Event description:
It was reported to siemens that a malfunction an adverse event occurred while operating the somatom definition as CT system. A 58-year-old male patient, weighing approximately 300 lbs, was positioned on the CT table feet-first. During the scan, the system shut down while the patient was positioned in the gantry. It was reported that the patient crawled out of the gantry and off the table by himself. While crawling towards the table end, the footrest broke off the table and the patient fell while scratching his back on the broken part of the footrest. The patient was evaluated in the emergency room and no further medical care was required.